Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. While hospitalized for an unrelated medical condition the patient developed peritonitis. The breach in aseptic technique was further described as hospital staff not performing pd therapy properly. Treatment details were not reported. On an unreported date, the patient was discharged from the hospital though the peritonitis was not recovered. On an unknown date, the patient was re-hospitalized for peritonitis. The patient was hospitalized for a total of seven weeks. Action taken with dianeal therapy was not reported. The patient¿s recovery status and outcome of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.